Manufacturer narrative:
Follow-up #1 date of submission 01/15/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/05/2016 with the following findings: a review of the black box data showed no evidence of short battery life; however, multiple 128-fe80 alarms were observed. This alarm is defined as post delivery motor power supply faults. A visual inspection of the pump showed that the battery compartment was intact. No battery cap was returned with the pump; testing was completed with a test cap. During testing, the pump emitted a 128-fe80 alarm during the rewind step. The pump¿s current draws were found to be within specifications. The pump cover was opened and a loose component was found to be detached from the printed circuit board. Unrelated to the complaint, the display was dim and discolored. Additionally, the pump case was cracked in the upper right hand corner of the display area.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.